Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The date of event is an approximation. On the same day, it was reported that the patient was hospitalized for dka due to a cgm inaccuracy. No specific cgm/bg meter comparison values were reported. The patient was wearing a betabioincs ilet insulin pump. No specific patient symptoms were reported. The patient was treated with insulin and an unspecified nausea medication. It was not specified how long the patient was hospitalized prior to discharge. The patient was ¿okay¿ at the time of report. No product or data was provided for investigation. The allegation was undetermined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.